Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
During surgery, surgeons detected that one of the screws was broken. The screw was shaped and removed. They could complete the surgery.